Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error and the buttons were unresponsive error. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump also alarmed pump error alarm and followed by another motor error after the battery has been replaced. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened escape and act button dome switch. No unlocked liquid-crystal display keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime alarm, force sensor test and excessive no delivery test or verify motor error alarm due to buttons not responding. The motor was tested outside of the device and passed.